Manufacturer narrative:
(B)(6). Results: photos were attached showing the tube with a crack starting at the base and extending up one side. 20 retained tubes were drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 2000g for 10 minutes. On examination, no tubes were found to have cracked or broken. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6006606. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer¿ venous blood collection tubes: sst¿ serum separation tubes broke during the centrifugation process causing blood to leak into the machine and the patient needing to be redrawn. No injury or medical intervention reported.